Manufacturer narrative:
A field service engineer was dispatched to the customer site. A planned maintenance (pm1) was performed to resolve the odor/smells issue and the fse confirmed the unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for odor/smells to be "low." No parts were available for return and evaluation. The fse confirmed the odor/smells issue was resolved after the pm1 was performed. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The customer has not authorized the purchase order for the maintenance kit. Asp will continue to follow up for more information.

Event description:
A customer reported an event of a strong odor emitting from the sterrad 100s sterilizer. The affected load was not released. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.